Event description:
Follow up information received from the healthcare professional (hcp) reported cause of the overstimulation from the implantable neurostimulator (ins) was unknown. The patient was reprogrammed at a visit for better coverage to the right arm. It was reported that the patient was seen one week post-op and was doing well. The patient had not been heard from since that visit and there was no further testing or issues reported. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was having an overstimulation sensation. The reporter indicated that the patient wanted her system checked because the patient was feeling electricity throughout her whole body. The patient was able to turn stimulation off. The patient told the reporter that the overstimulation had occurred before. About three weeks later it was reported that the patient had a battery revision, due to normal depletion, ¿about one week ago.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7495lz66, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3986a, lot # lb7754, implanted: (B)(6) 2003, product type lead; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient. (B)(4)